Manufacturer narrative:
Unit received with cracked/broken off end cap. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify rewind anomaly due to cracked/broken off end cap.

Event description:
Customer reported via phone call that the insulin pump had damage. The customer experienced hyperglycemia and blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that insulin pump was cracked across the bottom. Customer stated that they changed the site and that night just rewound and primed the pump, and it worked after that. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.